Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultra2 meter would not turn on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began one week prior to contacting lfs. The patient was unable/unwilling to provide details of how they currently manage their diabetes or if they made any changes to their usual routine in response to the alleged issue. The patient reported developing symptoms of ¿tired, dizzy and frequent urination¿ after the alleged product issue began. The patient was unable/unwilling to answer further questions regarding any treatment they received for these symptoms. At the time of troubleshooting the csr verified that there was no misuse of the product and that the correct test strips were being used. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.